Manufacturer narrative:
This is related to MDR report number 3011632150-2023-00005. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report number 3011632150-2023-00005. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with two 7 x 150mm biomimics 3d (bm3d) stents and they were used to treat a restenotic lesion of the superficial femoral artery (sfa) proximal third to proximal popliteal segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The lesion was post-dilated with pta and another non biomimics stent was also implanted after the bm3d stents. The site reported that on (B)(6) 2021, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device or the procedure but due to a worsening of the pre-existing condition and it was reported as target lesion related. The successful intervention took place on (B)(6) 2021 and consisted of a non bm3d bare metal stent and pta/standard balloon angioplasty of the sfa proximal third to proximal popliteal segment. This was reported as a target lesion revascularisation (tlr)/target vessel revascularisation (tvr). This event was reviewed by veryan on 19-dec-22 and considered possibly related to the device. The patient outcome was reported as resolved/recovered and the devices remain implanted.